Event description:
A report was received that the pt was burned while charging. The pt's symptoms were a blister located over the right hip above the implant site. The pt did not seek any medical attention and the burn has healed.

Manufacturer narrative:
Co initiated a class ii recall of charger 1.0 as a result of pts receiving burns while using the charger to recharge the ipg. As part of the recall, all charger 1.0 devices are being returned to co and replaced with a charger 2.0 device. No further investigation is necessary because the complaint failure modes for charger 1.0 has been investigated and associated causes understood. Co is no longer manufactures or distributes charger 1.0 devices. This is the final report.